Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced a loss of synchrony and syncope. The presenting electrogram (egm) showed the atrial rate at the maximum tracking rate, with every other atrial sense falling in a refractory period. Upon further review of the device data, technical services (ts) suspected a stored right ventricular automatic threshold (rvat) event correlated with the syncopal episode. Additionally, the pacemaker had stored episodes of pacemaker mediated tachycardia (pmt) that appeared to be due to an atrial driven rhythm. Ts was unable to determine if the syncope was related to the suspected atrial driven tachycardia or the rvat event. No additional adverse patient effects were reported. This pacemaker remains in service.